Manufacturer narrative:
The reported events of high pacing impedance, unacceptable capture and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure on (B)(6) 2021 the right ventricular (rv) lead was failing to capture even though there was high pacing impedance and high capture thresholds. A new rv lead was used and implanted during the same procedure. There were no patient consequences.